Event description:
A pharmacist reported that an adc customer received a meter reading of 170mg/dl however, at the time the reading was obtained they experienced hypoglycemia, malaise and reportedly lost consciousness. Paramedics were called and upon arrival at the hospital a meter reading of 40mg/dl was obtained. It is unknown what meter was used to obtain the second reading. The report stated customer was diagnosed with hypoglycemia and given a 'sweetened perfusion' (exact solution type not reported). Customer remained in the hospital through the following day. No additional information regarding the medical event was reported. The pharmacist informed adc that the customer was currently on dialysis and using extraneal (icodextrin) peritoneal dialysis solution. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The patient also had another device implanted. Information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.